Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the jumping clip during preparation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds 71024u123), after final arm angle testing, the clip did not open. Troubleshooting was performed, but the clip did not open. The device was not used in the anatomy. A new cds was used successfully. There was no clinically significant delay in the procedure. Returned device analysis identified that during testing, the clip jumped open approximately 180 degrees. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the device analysis found that the clip was difficult to open from the fully closed position. Initially, upon opening the clip, the clip jumped open to 180 degrees with standard troubleshooting by retracting the lock lever to 5mm past the blue line. After successfully establishing the final arm angle (efaa), the clip was able to open to invert smoothly with no issues. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated and the investigation was unable to determine a conclusive cause for the clip actuation issues as no damage was observed to the clip components. There is no indication of a product quality issue with respect to manufacture, design, or labeling.